Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, maryland bipolar forceps (mbf) conductor wire was found broken. The customer used a backup instrument to continue with the procedure. No fragments fell inside the patient. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and the issue could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product. No cable damage was observed. The probable root cause cannot be determined.

Manufacturer narrative:
Intuitive surgical, inc.(isi) followed up with the initial reporter and obtained the following additional information: the black cable was broken. Full cable breakage (e.g., cable broken in half) was observed. There were no signs of thermal damage at site of insulation damage, no arching and no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h11 for follow-up information.